Event description:
The pump was returned for investigation. Investigation revealed a torn keypad, a broken battery compartment, a dim red display screen, intermittent functionality of the contrast and up buttons and contamination under the up button contact. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be torn from the contrast button to the down button. A broken battery compartment was observed. The display screen was observed to be a dim red color upon powering on. The contrast and up buttons were observed to be intermittently unresponsive to testing. The keypad was removed and the contrast contact was observed to be missing. Tape over the traces and contamination under the up key contact was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).